Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracic procedure, while stapling tissue, the device partially fired. The surgical team had changed three (3) times of reloads and a new stapler in order to resolve the issue. When using two (2) reloads, the section of the blade was only half of the total length. There was therefore a risk of anastomosis problem with respect to an incomplete section of the total length of the charger. There was no patient injury.